Event description:
The patient was in the pedigo stretcher with the side rails up. The patient was leaning on the side rail, watching the television, and playing with the side rails. Unintentionally, while watching the television, he released the side bar and as a result, he fell out of the stretcher. The patient ended up with mild redness on his arm due to hitting the intravenous (IV) pole (not a part of the stretcher) as he fell. The patient had his hands down to help catch his fall. For patient safety, the release button should not be accessible to the patient or else there should be a lock feature that prevents patients from being able to release the side rails.manufacturer response: the representative was here in servicing on these stretchers. They are new to our facility, approximately 1 year old. The representative informed pedigo and they were prompted to call me. They have been very attentive and responsive. The representative will be evaluating the side rails and will report the findings to myself and the company.